Event description:
It was reported that the agiltrac dilatation catheter was being used to treat an in stent re-stenosis in the left iliac. The balloon was inflated to 19 atm and ruptured. At that time, the tip and the distal end of the balloon were sheared off and remained in the anatomy when the remaining device was removed. A basket snare was successful in removing the detached material from the pt. No pt effects were reported.